Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative had patient confirm transmitter ID and bluetooth settings, then advised the patient to re-pair the devices. No additional patient or event information is available.